Event description:
It was reported that the temperature sensing foley catheter was not working properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The unopened foley tray was returned. The foley catheter was preconnected to the drainage bag. Although a specific root cause cannot be determined a potential root cause for this event could be, "inadequate thermistor lumen design (wall thickness design to small)". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." The actual/suspected device was inspected.

Event description:
It was reported that the temperature sensing foley catheter was not working properly.